Event description:
Caller reported a malfunction with the pump, noting previous cartridge alarms. It was unclear whether the issue affected the customer's blood glucose level or caused it to exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.